Manufacturer narrative:
No information about the identification of the device was provided.

Event description:
The manufacturer was notified on (B)(6) 2015 about early degeneration of some mitroflow lxa valves. No further information provided.